Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s pacemaker revealed under-sensing causing inappropriate automated mode switch (ams) episodes and loss of capture. Programming changes were made to resolve the issue and the patient was in stable condition.